Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Troubleshooting was performed and found occlusion coming from the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.